Event description:
It was reported that the customer had a button error alarm on the insulin pump last night. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer stated that he does not have time to replace the pump at the moment. Customer was advised to call back at anytime to finish the process. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.